Event description:
Reportedly the subject pacemaker wasn¿t able to be interrogated. No pacing was shown, also no magnet reaction. The patient got an external shock due to ventricular fibrillation before the physicians tried to interrogate the device. The device was replaced.

Event description:
Reportedly the subject pacemaker wasn¿t able to be interrogated. No pacing was shown, also no magnet reaction. The patient got an external shock due to ventricular fibrillation before the physicians tried to interrogate the device. The device was replaced.

Manufacturer narrative:
(B)(4).